Event description:
Procedure: inguinal hernia repair. According to the reporter: the surgeon introduced a dissecting balloon subfascially and expanded it using direct visualization. There was good separation of the abdominal wall components between the muscle and the peritoneum. The surgeon then put in a structural balloon which was insufflated. The balloon ruptured and came apart when attempting to inflate.

Manufacturer narrative:
(B)(4).